Event description:
It was reported to resmed that an astral device unexpectedly powered down while using its internal battery and in use on a patient. The patient was removed from the device and manually ventilated. The device was powered on, displayed a total power failure alarm followed by a safety reset complete alarm, and resumed ventilation in approximately 30 seconds. The patient continued therapy with the device until the patient was placed on an alternate device.

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4); MDR report#: mw5171453.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications lost alarm. There was no harm or serious injury reported as a result of this incident.